Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid effluent. A day after the event onset, the patient was hospitalized for the event. The cause, treatment, and action taken with pd therapy were unknown. The patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
A2: age at time of event: the patient's age was between 60 - 70 years. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.